Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Call with customer got disconnected before tandem technical support confirmed reloading of the cartridge. Tandem technical support performed follow-up; however, no response was received. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.